Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the device only inflating two pumps. During the revision procedure, new preconnected cylinders and pump were implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.